Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that two days after changing the battery, the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the black box showed evidence of unexpected reboots. The battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The test cap was fastened and then unscrewed a half turn, and reboots were duplicated; the reboots were determined to be associated with moisture corrosion found in the battery compartment. Leak testing revealed a battery compartment leak due to a crack in the battery compartment. The test cap was secured again and the pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no further power interruptions occurring. The pump cover was removed and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).